Event description:
It was reported the scope presented crystallization in the eyepiece section, and dark image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, d9, h2, h3, h5, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The crystallization in the eyepiece section was detected during inspection, along with a blurry image. Based on the results of the investigation, the crystallization in the eyepiece station is mostly likely caused by a degradation problem due to repeated reprocess. The failure of the eyepiece section, lead to the reported dark image malfunction. The root cause of these events could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided.